Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 103 mg/dl. The customer reported that the insulin pump had low battery and they tried 3 new batteries and it still said to change the battery as it had gone blank at that point of time and it did not come back. Customer was calling back with blank display after receiving new battery cap. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after restart. The insulin pump will be returned for analysis.